Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2013 with the following findings: during a visual inspection of the pump, the keypad was completely intact with no lifting or damage observed. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses with excessive force to activate. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly. Additionally, the pump¿s history showed a time and date reset to factory default after a reboot. A visual inspection showed that the pump¿s internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad) issue. The reporter alleged that the buttons are worn down. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.